Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. Pump drug information was not reported. It was reported that the hcp thought that the catheter may be "leaking". A few weeks prior to the report, the catheter connector and pump were replaced. At that time of this report, the patient had been having withdrawal-type symptoms and fluid was "apparently seeping out of the pocket". A revision was planned for (B)(6)2023.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative reporting that then patient's weight was unknown at the time of the event. It was further reported that the patient's pump was replaced on (B)(6) 2023 due to early replacement indicator (eri). It was further reported that during the revision procedure on (B)(6) 2023 the surgeon found a hole in the catheter higher up in the line then where the catheter was replaced on (B)(6) 2023 with adhesions around the catheter and that it was very difficult to see. It was reported that the liquid seeping from the pocket was not determined by the surgeon, however they noted that it was not medication from the pump. The catheter leak was repaired on (B)(6) 2023 by removing the damaged portion of the catheter and replacing it with a new pump segment. The revision resolved the patient's withdrawal symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2003 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6)/ unknown, ubd: 2005-10-24, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.